Manufacturer narrative:
The reported event is unconfirmed as product meets specifications. Visual evaluation noted received 1 ureteral stent kit in original sealed closed packaging. Upon opening packaging, stent, guidewire, and push catheter were all included. Stent size listed on stent matches stent size listed on product packaging. No root cause could be found because the reported event was unconfirmed. A DHR reviews are not required as the reported event is unconfirmed. Labelling review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the product itself has different specifications from the outer packaging of the ureteral stents.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the product itself has different specifications from the outer packaging of the ureteral stents.